Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a scheduled pulse generator change procedure. During the procedure, it was observed that the atrial lead exhibited loss of capture at maximum output of the pacemaker. On (B)(6) 2019, the atrial lead was capped and the atrial port on the pacemaker was plugged. The patient was in stable condition post procedure.